Manufacturer narrative:
(B)(4).the covidien technical support engineer (tse) troubleshot the reported malfunction with customer over the telephone. The tse recommended testing the battery. The customer then reported that the unit was run for a few days and the ventilator passed extended self-testing (est). The tse suggested inspecting or replacing the power cord if necessary. No product was returned for evaluation, and the customer reported that the ventilator was put back in service.

Event description:
It was reported that, while being used on a patient, the ventilator gave a series of bettery alerts. The patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.